Event description:
The customer reported falsely elevated troponin I (access® accutni+3) results, above the customer's reference range, for three patients, involving the unicel® dxi 600 access® immunoassay system. The patients' samples were retested on another unicel® dxi 600 system and an alternate unicel® dxi system which produced lower results primarily below the laboratory's critical cutoff point. The customer stated the original elevated results were released out of the laboratory and corrected reports were generated. There was no report of patient injury or change in patient treatment associated with this event. The laboratory has an established troponin I normal range of 0.01 to 0.04 ng/mll. The patients' samples were collected in lithium heparin plasma tubes with gel and centrifuged at 3,600 rpm (rotations per minute) for six minutes, angled at 10 degrees in a cold centrifuge. The plasma is poured into an insert cup prior to analysis. The customer noted all three original samples appeared cloudy but fibrin was not observed. The samples were re-centrifuged prior to reanalysis and were less cloudy but hazy in appearance. The samples were analyzed within two hours after collection and stored at room temperature. Level 1 quality control (qc) failed out-of-range high but was within range following a retest. No system issues were noted at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed system check was failing the wash portion. The fse replaced all three of the aspirate probes and the peristaltic pump tubing. The fse proactively replaced the duckbill valve. All verification testing passed (system check, dark count readings and assay quality control) within assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the aspirate probes and peristaltic pump tubing, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.